Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during drain 1 of 6 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power and the hc alarmed system error 2367. The tsr instructed the hp to cycle the power again and the alarms cleared. During a call with the caregiver (cg) on (B)(4) 2012 regarding a system error 2240. Per the cg, the home patient (hp) did not become disconnected from the set prior to the alarm. The cg stated after the alarm, they called into baxter and were told to start over with new supplies. There was nothing noticed at the time of the alarm that may have caused it. The cg stated they had not contacted the nurse regarding the alarm, but would notify her. The cg stated the hp was doing fine with therapy on the cycler. The tsr advised the hp to start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.